Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device also had a cracked case at the lcd window corners. No unexpected turning off anomaly noted. It passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The blood glucose at the time of the incident was 300 mg/dl; treated with manual injections. The customer stated that the device was not exposed to moisture and a button was not pressed for 3 minutes or longer. The customer also reported that her blood glucose level rose due to the insulin pump alarming button error for two hours and shutting off. The device was returned for analysis.